Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button sticking when pressed. It was reported that all the other keypad buttons push and click normally. Denies known trauma to the pump. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the up keypad button intermittently responded to user input and contamination was observed under the up key contact.